Event description:
It was reported to philips that the system's flat detector movement failed. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) instructed the customer to clean the proximity sensor and then performed the calibration of the sensors which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flat detector was not moving. A review of system log file cannot be able to confirm the malfunction. Upon trouble shooting action rse found that the bodyguard sensor was dirty. Rse advised the customer to clean and calibrate the sensor. Customer cleaned and performed the calibration. After repair, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.